Event description:
It was reported that during a laparoscopic cholecystectomy the jaws of the device would not open after closure. It was not reported whether the jaws were locked on tissue. Another device was used to complete the procedure. There was no pt injury. Additional info was requested, but no additional info was available.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with the handle unlocked. Upon eval, the jaws of the device were in alignment and were able to fully open and close without any issue. The handle locked and unlocked as intended and the blade was able to actuate and release freely. It was noted that the tip of the blade had some nicks. The device passed all electrical testing. The device history record was reviewed and no discrepancies were noted.